Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an open ground tripping all devices. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that the power cord common wire was shorted somewhere by the retractable spool. He also found a scuff in the power cord insulation in which has exposed the internal insulation wires. To fix the issue, the fse replaced the power cord reel, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that the power cord common wire was shorted somewhere by the retractable spool. He also found a scuff in the power cord insulation in which has exposed the internal insulation wires. To fix the issue, the fse replaced the power cord reel, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.